Event description:
After the iab had been in use for six days, the pump gave high pressure helium leak alarms. It was noted that the catheter contained some blood and was hung-up in the femoral artery. The iab was removed in or, and the artery was repaired. There were no add'l pt complications.